Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
The site reported to rxsight that a light adjustable lens+ (lal+, sn (B)(6), 22.5d) had been explanted from the right eye due to visual disturbances. The lens was replaced with a light adjustable lens (lal, sn (B)(6), 23.0d).